Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -9.5/2.5/099 (sphere/cylinder/axis) was implanted and removed due to the lens being flipped. It was reported that in the course of the explant and reload within the left eye, the doctor noted a small lens opacity made by touching the anterior lens surface with the manipulator. The surgeon also noted that capsule was intact despite of this, attributed to the patient's lower acd value, and the lens not deploying straight out of the accuject.